Manufacturer narrative:
The autopulse s/n (B)(4) was returned for evaluation and repair on 07 september 2016. There was no visual damage observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints reported for autopulse with serial number (B)(4). This autopulse platform is a reusable device that was manufactured in may of 2007. The initial investigation confirmed that the lcd was defective, a blank screen on power up. This may be due to normal wear and tear of the device. The lcd will be replaced and the pdb (power distribution board) upgraded on customer approval. The upgrade of the pdb is unrelated to the reported complaint. A review of the device archive data was reviewed with no problems found. In summary, the customer's reported complaint of a blank lcd display was confirmed. The initial investigation confirmed the failure. No further information has been provided. If additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that when the site powered up the autopulse for a shift check the lcd display was distorted. The autopulse continued to function otherwise. This occurred during power up; no patient involved.